Manufacturer narrative:
Although we have not established that the device caused or contributed to the event, we're reporting it to be compliant with 21 cfr part 803 and out of an abundance of caution. Item evaluated: clamp style ss 2a reg bicuspid, receipt date: (B)(4) 2015. Complaint: broken. Evaluation summary: only a fragment of the clamp was received for analysis. The clamp has damaged area on the top side of the jaw by a dental grinding tool. The clamp broke in the bow area. The user's grinding marks were evident on the jaw of the clamp. The dfu states, "caution: modification, over-extending, bending, or use exceeding one year may cause breakage." Cause of breakage: misuse by user due to damage by dental grinding tool. Conclusion: the complaint is not confirmed due to user misuse. Due to the aforementioned fact that this was customer misuse, no further action is deemed necessary at this time. The investigation is closed. CAPA measures are not proposed or initiated.

Event description:
(B)(6). We have an ivory rubber dam starter kit, and one of the molar clamps has broken. Are you able to assist in getting it replaced by an chance? The item number for the kit is #50057968, but I am not sure of the item number for the individual clamp. Look forward to hearing from you. Thank you, dental staff further information regarding incident and date was not provided. The malfunction will be reported to maintain compliance with 21 cfr 803 and out of an abundance of caution.